Event description:
User facility medwatch report received that states: "proglide footplate became stuck in the vessel, then separated and came apart. Surgeon had to perform cut down to remove footplate from vessel. Right common femoral was accessed using micropuncture needle, micropuncture wire, micropuncture sheath. 6-french sheath was placed. Perclose device was then deployed, but could not be extracted. Immediate cutdown was done due to the failure of removal with other endovascular approaches. Finally with vascular control, we identified that this device had fragmented where the plastic joins the metal. After removing pieces of the device, the final long intact piece was carefully removed. Bilateral right femoral cutdown for endovascular aneurysm repair." Additional follow-up with the account confirmed that the device fragmented where the plastic joins the metal. No other parts of the device were separated. Additionally, a 16f sheath was used and there was extensive bleeding from surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: user facility medwatch (1000870000-2021-8048)na.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was difficulty removing the device from the anatomy. A cut down was done to remove the device and carry out the aaa procedure. The aaa was completed and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.